Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hbsag ii assay result for a patient sample tested on a cobas e 801 analytical unit. The initial result was 1.03 coi (reactive), accompanied by a data flag. The sample was repeated twice, with results of 0.386 coi and 0.327 coi (both non-reactive), accompanied by a data flag.

Manufacturer narrative:
Qc and calibration were acceptable. The investigation determined that the initially reactive result was due to a preceding high ecl signal on the same measuring cell, which was flagged with the respective carovr alarm. With regards to the first run results being slightly higher than the second run results (having the same clinical interpretation), it is likely due to pre-analytical issues. The elecsys hbsag ii assay performs within specification.